Manufacturer narrative:
The reporter informed the company that the product had been discarded.

Event description:
Consumer called and stated that the bottom of the brush head kept coming off in his/her mouth while he/she was brushing his/her teeth. No injury was reported.